Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" could be confirmed. During service the hose failed the pre-repair diagnostic test as it was found torn. If add'l info becomes available a supplemental report will be submitted.

Event description:
Report received from u.s.a. Stating that the "hose is separated from base of connector." It is known that the event occurred during surgery. It is known that there was no pt or user injury. However it is unk if there was surgical delay or medical intervention reported related to this occurrence no add'l info is available.